Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for use to treat an atypical left atrial flutter, irrigation was interrupted during procedure. After a few ablations the pump gave an error related to flow and the error message - p02 - occlusion detected occurred, so the catheter was removed from the patient and flushed, but the error continued, so the stopcock turned off to catheter, and the flow through the tubing was fine. The pump got rebooted, flushed again but the error persisted, so finally the catheter was replaced, and flushing worked fine, and the case completed successfully. No patient complications reported, and the device is expected to be returned.